Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a chronic right ventricular (rv) lead exhibited high out of range shock impedance measurements during an implant procedure. Cause of the impedance issue was not determined however the implanting physician was able to program around the impedance issue. At this time, the rv lead and ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.